Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced morning low blood glucose while using the ilet system, with review indicating incorrect meal announcements and frequent pump pauses; the user received education on proper meal announcements, making small corrections for low glucose, and allowing the algorithm to adapt. Symptoms included feeling sick with nausea. Outcomes included an urgent low alert and a recorded glucose of 40 mg/dl, correction with oral glucose, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the specific cause of hypoglycemia was unclear, though user technique issues were identified and addressed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.